Event description:
It was reported that one day post implant, a pacing failure was observed. Perforation was noted, but epicardial penetration was not seen. The physician suspected that the perforation was related to his technique.